Manufacturer narrative:
The reported event of low lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, low pacing impedance was observed on the atrial lead. A different atrial lead was implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.